Manufacturer narrative:
Initial.

Event description:
It was reported that after announcing and eating a large meal using the ilet, the user observed a blood glucose of 93 mg/dl on libre 3+ and, on caregiver advice, treated with half a candy bar; no device-related malfunction or component issue was identified and available details were insufficient to attribute the event to the device. Symptoms included hypoglycemia, though the user reported no clinical symptoms at the time. Outcomes included no health consequences or impact, and the glucose rose to 137 mg/dl by fingerstick. Investigation included communication with the user and analysis of information provided by the user and caregiver. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.